Manufacturer narrative:
The cartridge was returned to animas. Although, the cartridge was returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reported that she had elevated blood glucose since march 4. She states her readings have been between 400 and 500 mg/dl and has experienced nausea and vomiting on march 5. She said that at 6 am, the morning she called animas, her blood glucose level was 597 mg/dl. She denied any chest pain, shortness of breath, nausea or vomiting and said she was exhausted. When she changed out her cartridge and infusion set and her blood glucose decreased to 432 mg/dl. When she changed out her cartridge she noticed that insulin leaked from the cartridge. She says that she also receives occlusion alarms when using her box of cartridges.